Event description:
Patient had pain, bleeding, inflammation, and increased sensitivity. Patient wore his denture too long/4-6 hours/ a day. #6 and #11 were placed the same day, patient was advised not to keep his denture in his mouth except during eating, he kept it in too long, hygiene??